Manufacturer narrative:
H6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "unable to open gantry." Test winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Drive assembly functioned as normal. Visual inspection showed cable strands were fraying, cable showing signs of wear. MDR codes: b01, c07, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6), rev. K, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section b5 additional information update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that spinal case surgery procedure being performed during the event. Issue occurred intra - op, no impact on patient outcome and 30 min delay to the procedure.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and identified multiple damage to system. Dingus pins were misaligned, found 2 broken door slides broken and 3 screw extractions are needed. Worked with manager to cover the physical damage to system. Ordered parts and coordinate service with customer. Performed successful screw extraction of 4 door slides screws. Removed old door winch and bottom door switch (due to too much play). Installed new door winch. Performed system checkout, device returned to service. B01, c07, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000273: ; product ID: bi71000429; product ID: bi71000159, ; product ID: bi71000166,; product ID: bi71000436; product ID: bi71000674; product ID: bi71000159, product ID: bi71000166, product ID: bi71000166, product ID: bi71000436, product ID: bi71000674, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that site was unable to open the gantry doors and states system was stuck around the patient and they tried to do the manual open door procedure with no resolution. No additional information was provided.